Manufacturer narrative:
The device in question (26775c, coagulating and dissecting electrode, lot sn04, manufactured 30-may-2022) was received by the manufacturing site in germany on 08-jul-2025 for investigation. The examination of the claimed item 26775c and the information provided by the user clearly indicate that the electrode at the distal end has suffered significant thermal damage. The significant charring of the tip is a typical indication of excessive heat exposure, which may have been caused either by activation for too long or by the use of a peak voltage exceeding the specifications. According to the instructions for use, the product is designed for a maximum recurring peak voltage of 3.0 kvp and is intended exclusively for short-term coagulation applications. Activating the electrode for longer than intended or operating it at too high a voltage can lead to overheating and, as a result, thermal damage to the tip. In such cases, even after deactivation, the electrode may still be so hot that it can cause tissue burns. The findings are therefore consistent with a possible operating or application error. However, no production or material-related defect could be identified. The most likely cause of the described effect ("insulation does not hold/is torn, current escapes from the side") is therefore overuse of the product in clinical use and not a defective or faulty product. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the insulation does not hold. It cracked. Current escapes from the sides. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).